Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "ICU patient - error code 2132 during noradrenaline infusion, pump stopped and the rn could not restart it despite correct trouble-shooting, pump isolated and removed from clinical area. Spare norad pump ready and used to continue treatment. Cims completed, emed completed. B braun checklist completed."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One infusomat space, material no. 8713050, serial no. (B)(6), was received. Following inspections were conducted: history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2025 were investigated. The device alarm 2132 occurred on the (B)(6) 2025 at 03:54pm. The alarm occurred after the user want to change the dose rate during infusion. The alarm occurred after the new dose was confirmed with "ok" button. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage were detected. Functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Disassembling: during the investigation, no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the defect could be confirmed. Unfortunately, the device alarm da 2132 cannot be reproduced, so the cause of the device alarm cannot be determined. As a result, no workaround can be given. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.